Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by a senior cca. Follow-up attempts to contact the patient with additional questions proved unsuccessful. The patient alleged that the meter had started reading inaccurately about a week prior to contacting lfs, when she obtained an alleged inaccurately high blood glucose result of ¿383 mg/dl¿. (Meter to feelings/normal results do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with insulin. She reported that after obtaining the alleged inaccurate result, she administered insulin based on the reading. She reported that an unspecified time later, she had a ¿seizure¿. She indicated that after a further 45 minutes, she obtained a result of ¿80 mg/dl¿ on the meter. No treatment above or beyond the usual routine of diabetes care and management was reported. The patient refused to troubleshoot the alleged issue with the cca and the meter¿s serial number was not provided. However, the patient mentioned that she sometimes removed test strips from their vial and stores them in a new vial of test strips. The patient also indicated that heat may have affected the test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. ¿seizure¿, after obtaining an alleged inaccurately high result on the subject meter and injecting insulin. Although the patient had been storing some of her test strips outside their original vial, invalidating the results obtained, the subject meter could not be ruled out as a cause or contributor to the reported event.